Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction. A4 weight ¿ additional information. A4 weight units ¿ additional information. B5: describe event or problem ¿ additional information. D4 catalog no - correction. D4 lot no - correction. D4 expiration date ¿ additional information. D4 UDI ¿ additional information. G6 type of report ¿ additional information. H2: additional information/correction. H4 device mfg date ¿ additional information. H10 corrected data.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.